Event description:
Ous MDR - after an estimated implantation time of 24 months, an increase in the shock impedance to 200 ohm was measured after a system upgrade. After revision in (B)(6) 2016, another increase in the shock impedance was detected. The lead was explanted and returned to biotronik. No deterioration of the patient&#62688;state of health was reported. The implant date was not provided.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. It was discovered that the df-1 connector had been torn off 8.5 cm before the fork. The rope conductor to the rv shock electrode was torn out of the crimping in the df-1 connector and protruded from the fork without insulation, as described in the complaint text. This damage is with high probability the cause for the increase in shock impedance complained about. Since the complaint text states that the jumps in the impedance only occurred since the upgrade in (B)(6) 2016, it can be assumed that the df-1 connector was damaged and the respective rope conductor was torn off during the operation. X-ray images or other analyzable data were not available for analysis. In addition, multiple signs of abrasion could be seen at the is-1 and at the df-1 connector exit. At about 2 cm, both connector exits showed a kink. The observed damage manifestation speaks for massive mechanical stress on the lead in the implanted stat due to tight winding around the generator housing with simultaneous friction on it. There were no indications of material defects or manufacturing errors.